Event description:
The customer reported the generation of erratic total bilirubin (tbil) patient results on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.

Manufacturer narrative:
Beckman coulter laboratory solution specialist (lss) evaluated the au5800 chemistry analyzer. The lss performed repeatability test, the coefficient of variation (cv) was 4.28% and the range was 1.2mg/dl, which did not meet the specification (1/4 total error allowance (tea)3.25%). The lss identified the failure mode as a defective sample syringe. The lss replaced the sample syringe to resolve the issue. Section a2, a4: and a5: information not provided by customer. Section e1: initial reporter telephone number is: (B)(6). The beckman coulter internal identifier is: (B)(4).